Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited ventricular channel oversensing of atrial signals. A previous inappropriate shock episode was observed, due to supraventricular tachycardia (svt). Since that episode, this patient had undergone an ablation procedure. Technical services (ts) discussed troubleshooting options including obtaining x rays. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported. Additional information was received from the field representative that the x ray was ordered, and the right ventricular (rv) lead sensitivity was adjusted. This patient will continue to be monitored via remote monitoring.

Event description:
It was reported that this device exhibited ventricular channel oversensing of atrial signals. A previous inappropriate shock episode was observed, due to supraventricular tachycardia (svt). Since that episode, this patient had undergone an ablation procedure. Technical services (ts) discussed troubleshooting options including obtaining x rays. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.